Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.39ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg facility. A review of the device history indicates the device was programmed on (B)(6) 2010 at 1425 for continuous+bolus delivery in mg, with a 1mg/ml concentration, a 0mg/hr rate, a 1mg bolus dose, a 10min bolus lockout, no dose limit selected. At 1426 the infusion was started. On (B)(6) 2010, between 1719 and 1729, the delivery was stopped, a partial pt initiated 0.5mg bolus was delivered, the keypad was unlocked, a new container is indicated, the keypad was locked and the delivery started. At 1731, the remaining 0.5mg bolus dose was delivered. Between 1731 and 2351 there are 17 pt initiated bolus deliveries and 13 unmet demands. On (B)(6) 2010, a new date stamp occurred. Between 0025 and 0949, there were 23 pt initiated bolus deliveries and 23 unmet demands. At 1018, the delivery was stopped. The review of the history indicated the device as programmed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt rec'd less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of morphine, with a 100ml container size and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the medication was discontinued. At that time, the customer contact reported "about 45ml of morphine was delivered plus 72-74ml was left equals 120ml." The customer contact indicated the volume remaining was more than expected. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.